Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during multiple cataract extraction with intraocular lens (iol) implant surgeries, multiple cartridges are splitting during injection. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information provided from the customer stating the event occurred during a procedure but the device did not touch the patient. The procedure was completed after exchanging the device. There was no patient harm.